Event description:
Intl customer reported that the needle broke while being held by a needle driver during a laparoscopic procedure. The case was converted to an open procedure to retrieve the needle fragments.

Manufacturer narrative:
Conclusion: no conclusion can be drawn at this time. Should add'l info be obtained, a supplemental 3500a form will be submitted accordingly.